Manufacturer narrative:
Concomitant medical products: product ID: 8780, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported the patient's weight was (B)(6) kg. It was also reported that the hospital disposed of the device and it would not be returned. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the patient's pump became infected "over the weekend" (relative to (B)(6) 2018) due to a cerebrospinal fluid leak. The patient was taken to the operating room on (B)(6) 2018 to try and stop the leak "but the infection was tested to be pseudomonas." The pump and catheter were both removed on (B)(6) 2018. The patient was being admitted to the intensive care unit for monitoring. No further complications were reported.